Event description:
It was reported that during a colectomy procedure, the device would not fire the staples. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.